Manufacturer narrative:
(B)(4). Insulin pump received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak batt, battery out limit or failed batt test alarms noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to completely broken reservoir tube lip. Insulin pump had stripped battery cap coin slot, cracked case at display window corners, broken battery tube threads, missing reservoir tube o ring.

Event description:
The customer reported via phone call that the insulin pump screen had defect in two area and battery compartment was damaged. The customer blood glucose level was unknown. The customer stated that battery life was diminished and there were no delivery alarm in history. Insulin pump received weak battery and bad battery messages. No further details were given. The insulin pump will not be returned for analysis.